Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that after the stenting procedure, the pt came to the neurology dept for 2 days as usual. Approx 2-3 hrs after procedure, the pt experienced strong bradycardia. A pacemaker was implanted the following morning; and in 2007, the pt was reported to be stable. Reportedly, the cause of the bradycardia is related to the high radial force of the stent. No add'l info was available.